Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was seen that there was amplitude variation in the r-waves, and small signals were getting picked up as non-sustained right ventricular oversensing, triggering an alert. The patient was brought into clinic on (B)(6) 2021, where the signals were reproducible with deep breathing, leading the physician to believe the device was oversensing diaphragm myopotentials. The device was reprogrammed and the patient would continue to be monitored. There were no patient symptoms.